Event description:
It was reported that this was an acute myocardial infarction patient. The procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and no calcification. An intravascular ultrasound (ivus) catheter was advanced over the balance middleweight (bmw) universal ii guide wire. During an attempt to pull back the ivus, to investigate the lesion, strong resistance was noted with the bmw guide wire. The guide wire and the ivus were removed separately, and a new ivus and guide wire were used to complete the procedure. There was no damage noted to the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.